Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. The pre-analytical data showed that the provided spin speed might be faster than recommended. The alarm trace did not show any abnormality. The field service engineer found that the issue was due to the patient sample. He performed ise checks, cleaned the electrode, and verified no issues were present. Upon follow-up, the customer confirmed that the issue was isolated to one sample and no further issues were reported after the service visit. Additional details regarding the sample were not available. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas c303 analytical unit serial number was (B)(6). Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas c303 analytical unit. Results for the potassium (k) test were affected. Initial result: 6.06 mmol/l. The physician questioned the initial result. The patient went to the ER for the new sample collection which resulted in a k value of 3.9 mmol/l. The customer then repeated the original sample on the same analyzer and the repeat result was 4.30 mmol/l. The repeat result was deemed to be correct.